Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring 1,917 ohms. It was noted there was no episodes of noise or loss of capture. The field representative will discuss with the physician to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.